Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had an issue with their insulin pump and receiving a low blood glucose reading. Blood glucose value was 42 mg/dl at the time of the incident. The customer treated with food. The caller stated they had an upload issue. Troubleshooting was performed and the customer was advised the browser they were using was a browser that was not supported. The customer will call back if further assistance is needed. Nothing will be replaced or returned.